Event description:
The customer reported the battery indication led is not functioning. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.there was no reported patient involvement/adverse patient impact.